Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Evaluation could not be performed because device scrap (excess inventory). It was noted that 3rd party repair/tampering. This finding may have contributed to the user's experience. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the health care professional (hcp) was performing the procedure of laminectomy, the device detached with a very loud noise on the proximal end just before the angled connector into the green hose. It was reported that there was no patient impact. However, the hcp complained of ringing in his ears and cancelled his cases for the rest of the day. The hcp's opened another drill and completed the case with 5 or so minutes of delay. It was also reported that the device was being operated at 125psi which is above the recommended operating range of 80-120psi.